Event description:
A report was received via social media that the patient was experiencing chest pain when scs device was turned on and was making the patients leg numb causing falls when the device was off. It was noted that the patient was sent to the emergency room (ER) twice. The patient had broken several bones and tore shoulder due to fall. It was also mentioned that the patient was using a cane and was bedbound. The patient will undergo an scs replacement procedure.